Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.

Event description:
Affiliate reported that after implantation the silicone housing was found broken and needed to be replaced.